Manufacturer narrative:
Refer to attached report for investigation and corrective action.

Event description:
The dovac elite v2.0 system allowed the technician review process to be completed for a full length donor history questionnaire (dhq) without obtaining a response for a single question. Refer to the attached report beginning on page 4 for a complete investigation and corrective action completed.